Manufacturer narrative:
Device return date was (B)(6) 2015.

Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. (B)(4).

Event description:
It was reported that during a normal follow-up it was observed that the sensing had decreased. It was confirmed via x-ray that the lead had dislodged. The lead was replaced and the patient was fine after the procedure.